Manufacturer narrative:
Additional information: d5, h6, h11. Correction: d6a, d9, h3. Investigation results: the DHR review was conducted, and the neuchâtel team received a gynecare exact product for evaluation, specifically product code tvtrl and lot number: 3945027. An investigation was carried out on the received product and the batch record file. The product was well-packaged, and according to the product identification, no decontamination was required. The device was received in its primary and secondary packaging, which included the instructions for use (IFU). Although the lid of the blister pack had a slight crumple near the opening, no foreign objects were found on the blister pack itself. The identification labels on both the lid and the blister pack matched the batch information. While the blister pack appeared to have been manipulated and opened, the visible sealing transfer showed no defects, indicating that the packaging was correctly sealed before opening. During the product evaluation, the manufacturing team observed white particles in the primary packaging. Particle sizes were measured using a tappi chart (#ne1638) and a calibrated ruler (#g12463). All measured particles were less than 0.4 mm² or 3 mm in length and were not attributable to the product itself, specifically the mesh or any white particles generated during manufacturing. No other defects were identified during the evaluation. The evaluation concluded that this complaint was related to a manufacturing issue. The defect observed aligns with the reported incident of white fragments found inside the packaging. This complaint has been confirmed as a result of a manufacturing error, classified as a class I defect according to wi-emqd10 rev.25. A corrective and preventive action (CAPA) plan has been initiated to investigate and implement corrective measures, which are currently underway to address and mitigate the occurrence of white particulates. This issue has been escalated and documented. Furthermore, we will continue to monitor complaint information for potential safety signals through complaint trending as part of our post-market surveillance. The manufacturing number is (B)(4).

Manufacturer narrative:
The product was not returned. Based on the available information, no corrective or preventive action is proposed at this time. This complaint will be recorded and monitored through post-market surveillance activities. If further information becomes available, the investigation will be updated accordingly. The manufacturing number is (B)(4).

Event description:
The patient underwent hernia repair surgery on (B)(6) 2019, during which a gynecare tvt was implanted. It has been reported that the patient sustained an undisclosed injury, but no further information was provided